Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the rewind process. The customer did not know the blood glucose reading. He stated that the insulin pump had not been dropped prior to the alarm. He stated that the resets did not complete. The customer was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to motor with high current draw. Unable to perform displacement test due to a33 alarms. The insulin pump was received with cracked case at the display window corners and minor scratched lcd window.